Event description:
It was reported an issue with an app that prevented her from completing the process of loading and filling a cartridge into her device. Despite attempting to disconnect and reconnect the app and ensuring all devices were charged and connected, she was unable to progress to the next steps. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.